Event description:
The customer reported that they fell on their pump, resulting in a blue screen background with no images displayed, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was advised to switch to multiple daily injections as a backup therapy and was sent a replacement pump by technical support. They also received instructions for returning the malfunctioning pump and were informed about the updated software on the replacement pump, with available training.